Event description:
A report was received that the patient underwent a lead revision. The patient was having inadequate stimulation. An x-ray showed that paddle lead was moved. During the revision, the physician replaced the paddle lead as the contacts were falling out of it. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A return product analysis indicated that visual inspection revealed that electrode # 5 is partially dislodged from paddle end of lead. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. The cause of dislodgement is unknown.

Event description:
A report was received that the patient underwent a lead revision. The patient was having inadequate stimulation. An x-ray showed that paddle lead was moved. During the revision, the physician replaced the paddle lead as the contacts were falling out of it. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
.